Event description:
It was reported that during the procedure to treat a moderately calcified, de novo lesion in the non-tortuous left anterior descending coronary artery, a 2.5x15 trek otw balloon dilatation catheter (bdc) was advanced via femoral access toward the lesion without resistance noted. When inflating the balloon, it was unable to be visualized under fluoroscopy. The bdc was withdrawn from the anatomy with no resistance noted. While outside of the anatomy, an attempt was made to inflate the trek otw balloon, but the balloon did not inflate at all. An unspecified balloon was used to successfully dilate the target lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.